Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as no device information (serial or lot number) is available and no device was returned. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on april 19, 2024 from the vgp 2101 viedoc study database: on (B)(6) 2016, this 85-year-old male patient underwent a procedure in which a gore® propaten® vascular graft was placed for peripheral artery disease of the right leg. There were no adverse events reported during this procedure. Procedure end time was noted as 15:15. On (B)(6) 2016, at 20:10, the patient experienced a postoperative hemorrhage and returned to the operating room for reintervention. On (B)(6) 2016, the patient experienced a prosthetic bypass infection. This was noted to be procedure related. An open reintervention was performed to explant the device. Additionally, it was reported by the clinical site to gore on (B)(6) 2024, that due to infectious issues, the patient subsequently underwent a reintervention to remove the gore device on (B)(6) 2016. The patient died (B)(6) 2016 from septic shock. 2203-a other (device was explanted ¿ unable to find appropriate code)

Manufacturer narrative:
H1: type of reportable event was changed from death to serious injury as the cause of death was not attributed to the device or complaint with the provided information. Infection and graft removal were greater than 30 days prior to patient death. H6: f codes updated where f code for death was removed as it no longer applies to the reported event.

Manufacturer narrative:
According to gore® propaten® vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: infection. According to the study database, the infection was related to the implantation procedure. B5: updated description added.

Event description:
The following was reported to gore on april 19, 2024 from the vgp 2101 viedoc study database: on (B)(6) 2016, this 85-year-old male patient underwent a procedure in which a gore® propaten® vascular graft was placed for peripheral artery disease (pad) of the right leg. There were no adverse events reported during this procedure. The same day, on (B)(6) 2016, the patient experienced a postoperative hemorrhage and was returned to the operating room for reintervention (an open repair procedure). According to the database information, the bleeding was neither from the graft nor from its anastomoses, however, the exact location of the reported bleeding was not specified. The patient subsequently underwent a open reintervention on (B)(6) 2016, to remove/explant the gore device. The patient died (B)(6) 2016 from septic shock.